Event description:
Client had just finished her appointment and was being helped to the parking lot to catch her ride. The helper said she pressed the wall plate for the automatic door and held it so it wouldn't close on client. She said the client went through the door and was close to the left side. After she cleared the door the chair continued to go straight and she yelled to "stop" or "turn". She said it happened in a split second, she couldn't even grab the chair in time. The client and the chair went down the 1 and 1/2 steps. The chair tipped forward and landed on the client as she was wearing her seat belt. They called 911 and ems transported her to the hospital.

Manufacturer narrative:
The client is using a piece of pvs plumbing pipe as a joystick handle. This is very heavy and is causing the joystick to not be able to return to neutral. Once the weight of the pvc was forward, the client did not have either the strength or reflexes to stop her motion.